Event description:
The pt has been trying to test blood glucose on suspect device and has been getting many device error messages. When she did test her blood glucose on suspect device the blood glucose values were very high and she was adjusting her insulin dosages off of the suspect device readings. She had a hypoglycemic event and was near unconsciousness so her husband called emt's and she was given food to help raise her blood glucose values. No exact values were available. The pt was using expired blood glucose strips.